Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a high voltage failure due to high impedance. The impedance raise was noted abruptly in (B)(6) 2019. No intervention was performed or planned due to the patient had a left ventricular assist device. The patient was stable and would be monitored.